Manufacturer narrative:
The target lesion was the first diagonal and proximal to mid lad. For the first diagonal, the vessel was de-novo, eccentric, bifurcated and calcified. Aha/acc classification of the vessel was type b2. The lesion length was 20mm and vessel diameter was 3mm. For the proximal to mid lad, the vessel was an in-stent restenosis of a previously implanted driver stent, eccentric, bifurcated and calcified. Aha/acc classification of the vessel was type c. The lesion length was 28mm and vessel diameter was 3.5mm. The procedure was an elective case. For the first diagonal, pre-dilatation was conducted with a 2.5 x 15mm balloon at 12 atm for 25 seconds. During the pre-dilatation, a dissection occurred. A 2.5 x 18 mm cypher stent was implanted at 16 atm for 20 seconds. A 3.0 x 18mm cypher stent was then implanted at 16 atm for 20 seconds proximal to the first cypher overlapping it. Post-dilatation was conducted with a 2.5 x 15mm balloon at 8 atm for 25 seconds. Ivus was conducted. Residual dissection remained distal to the 1st cypher stent. Because the vessel diameter was small, stent could not be implanted. The residual % of stenosis was 0%. Act was not measured. For the proximal to mid lad, pre-dilatation was conducted with a 3.0 x 20mm balloon at 14 atm for 25 seconds. A 3.5 x 33 mm cypher was implanted at 16 atm for 20 seconds. Bifurcated portion was implanted by modified t-stenting. Post-dilatation was conducted with a 3.5 x 14mm balloon at 8 atm for 25 seconds by kbt. Ivus was conducted. The residual % of stenosis was 0%. Timi flow was 3 before the procedure and 3 after the procedure. Act was not measured. A week after the procedure, the patient complained of breathing difficulty and was brought to the hospital as an emergency. Endotracheal intubation was conducted. Three days later, under iabp, coronary angiography was conducted and thrombus was observed in the 1st and 2nd cypher stents implanted in the first diagonal. To treat the thrombus, aspiration and balloon angioplasty was conducted with a balloon. This device (lot 13282217) is distributed outside the united states; however, it is similar to the united states product. This device is one of two products associated with this event. Please refer to MFR report# 9616099-2008-01093. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
After receiving several cypher stents, the patient had thrombosis.